Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned because it was not explanted. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Abscess, esophageal dilatation, dyspnea, pain, cough, fevers, chills, night sweats, malaise, and loss of appetite are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of abscess as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: incisional infection, infection, abnormal healing and wound infection. "Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..." Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation." Device labeling addresses the reported event of dyspnea as follows: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Doctor reported events of "shortness of breath", cough, "right-sided lower rib pain", abscess, esophageal dilation, fevers, chills, night sweats, malaise, and loss of appetite in journal article: "lung abscess, esophageal dilation, and bulimia - six degrees of separation from adjustable gastric banding", surgery for obesity and related diseases (B)(4).